Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous blood glucose (bg) monitor readings, cause was unknown. High bg was addressed with a correction bolus and assistance from customer's child's father, who handed customer needed supplies. Reportedly, the customer continued to use the pump for insulin therapy.